Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that there was no abnormal sensing.

Manufacturer narrative:
Concomitant medical products: 4968-60 lead, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that no electrical data was provided on the implantable pulse generator (ipg). It was noted that sensing abnormal response occurred. The ipg remains in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No patient complications have been reported as a result of this event.